Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date last year and mesh was used and secured with straps. The hernia reoccurred, so a second surgery was recently performed. During the second surgery, the surgeon noted the left side of the mesh incorporated into the fascia. The right side of the mesh did not incorporate and the straps looked like they had torn through the mesh. The straps were still in the abdominal wall on the right side and the surgeon was unable to remove them. The bowel was coming through the right side causing the reoccurrence of the hernia. Another piece of the same mesh was used to cover the defect without removal of any of the first piece of mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.